Manufacturer narrative:
(B)(4). DUE TO SYSTEM LIMITATIONS, THE TYPE OF REPORT IS SELECTED AS 30-DAY ALTHOUGH THIS IS A PERIODIC REPORT. TRANSCATHETER VALVE THERAPY (TVT) REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2015009. IT WAS REPORTED THROUGH TVT REGISTRY DATA THAT MITRACLIP DEVICES MAY BE RELATED TO DEATH EVENTS. THE RELATIONSHIP OF THE DEATHS TO THE MITRACLIP DEVICES COULD NOT BE DETERMINED BASED ON THE DATA RECEIVED FROM THE REGISTRY.

Event description:
IT WAS REPORTED THROUGH TRANSCATHETER VALVE THERAPY (TVT) REGISTRY DATA THAT MITRACLIP DEVICES MAY BE RELATED TO 162 DEATH EVENTS. THE RELATIONSHIP OF THE DEATHS TO THE MITRACLIP DEVICE COULD NOT BE DETERMINED BASED ON THE DATA RECEIVED FROM THE REGISTRY. TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2015009.

Manufacturer narrative:
(B)(4).

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;291577-2-1_1247254-20961-20514,,D,10,,,2993 No Known Device Problem;291577-2-1_2901151-27288-26715,,D,0,,,2993 No Known Device Problem;291577-2-1_3089426-19875-19455,,D,26,,,2993 No Known Device Problem;291577-2-1_3091182-19960-19537,,D,0,,,2993 No Known Device Problem;291577-2-1_3093100-20052-19626,,D,22,,,2993 No Known Device Problem;291577-2-1_3103890-20555-20122,,D,28,,,2993 No Known Device Problem;291577-2-1_3127372-21748-21295,,D,6,,,2993 No Known Device Problem;291577-2-1_3160971-23343-22880,,D,7,,,2993 No Known Device Problem;291577-2-1_3202540-25445-24904,,D,5,,,2993 No Known Device Problem;291577-2-1_3205129-25616-25062,,D,28,,,2993 No Known Device Problem;291577-2-1_3208631-25822-25268,,D,2,,,2993 No Known Device Problem;291577-2-1_3215593-26275-26290,,D,1,,,2993 No Known Device Problem;291577-2-1_3219227-26566-26003,,D,16,,,2993 No Known Device Problem;291577-2-1_3221741-26809-26238,,D,2,,,2993 No Known Device Problem;291577-2-1_3233957-27976-27394,,D,2,,,2993 No Known Device Problem;291577-2-1_3237840-28340-27792,,D,4,,,2993 No Known Device Problem;291577-2-1_3252474-29074-28518,,D,23,,,2993 No Known Device Problem;291577-2-1_3255572-29247-28688,,D,10,,,2993 No Known Device Problem;291577-2-1_3265302-32265-31690,,D,20,,,2993 No Known Device Problem;291577-2-1_3315179-32273-32254,,D,11,,,2993 No Known Device Problem;291577-2-1_3321694-32654-32073,,D,9,,,2993 No Known Device Problem;291577-2-1_3355567-34898-34290,,D,15,,,2993 No Known Device Problem;291577-2-1_3374171-35870-35246,,D,5,,,2993 No Known Device Problem;291577-2-1_3376802-36039-35416,,D,0,,,2993 No Known Device Problem;291577-2-1_3383884-36477-35847,,D,10,,,2993 No Known Device Problem;291577-2-1_3397594-37405-36737,,D,1,,,2993 No Known Device Problem;291577-2-1_3410234-38226-37551,,D,24,,,2993 No Known Device Problem;291577-2-1_3413289-43468-42719,,D,17,,,2993 No Known Device Problem;291577-2-1_3425338-39273-38587,,D,14,,,2993 No Known Device Problem;291577-2-1_3425455-39385-39872,,D,7,,,2993 No Known Device Problem;291577-2-1_3427640-39442-38743,,D,4,,,2993 No Known Device Problem;291577-2-1_3428801-39518-38825,,D,6,,,2993 No Known Device Problem;291577-2-1_3433227-39802-39089,,D,14,,,2993 No Known Device Problem;291577-2-1_3442876-40449-39735,,D,18,,,2993 No Known Device Problem;291577-2-1_3444825-40555-39834,,D,6,,,2993 No Known Device Problem;291577-2-1_3445923-40630-39910,,D,21,,,2993 No Known Device Problem;291577-2-1_3464871-41749-40997,,D,2,,,2993 No Known Device Problem;291577-2-1_3471656-42160-41414,,D,3,,,2993 No Known Device Problem;291577-2-1_3488583-43185-42430,,D,6,,,2993 No Known Device Problem;291577-2-1_3489149-43238-42480,,D,7,,,2993 No Known Device Problem;291577-2-1_3499501-44208-43444,,D,1,,,2993 No Known Device Problem;291577-2-1_3500996-44317-43544,,D,1,,,2993 No Known Device Problem;291577-2-1_3501307-44342-43569,,D,7,,,2993 No Known Device Problem;291577-2-1_1117333-19365-18942,,D,331,,,2993 No Known Device Problem;291577-2-1_1146562-26662-26094,,D,139,,,2993 No Known Device Problem;291577-2-1_1209552-23380-22893,,D,286,,,2993 No Known Device Problem;291577-2-1_1490563-30330-29766,,D,25,,,2993 No Known Device Problem;291577-2-1_1597139-39281-38595,,D,238,,,2993 No Known Device Problem;291577-2-1_1865186-20336-19901,,D,124,,,2993 No Known Device Problem;291577-2-1_1865186-20343-19906,,D,124,,,2993 No Known Device Problem;291577-2-1_1891885-27930-27350,,D,19,,,2993 No Known Device Problem;291577-2-1_2814562-23455-22974,,D,49,,,2993 No Known Device Problem;291577-2-1_3026799-23498-23015,,D,214,,,2993 No Known Device Problem;291577-2-1_3037765-19692-19396,,D,86,,,2993 No Known Device Problem;291577-2-1_3074684-19240-18818,,D,6,,,2993 No Known Device Problem;291577-2-1_3075503-25249-25088,,D,152,,,2993 No Known Device Problem;291577-2-1_3077454-19368-18944,,D,122,,,2993 No Known Device Problem;291577-2-1_3078853-20823-20384,,D,233,,,2993 No Known Device Problem;291577-2-1_3078853-20905-20464,,D,233,,,2993 No Known Device Problem;291577-2-1_3078866-21214-20793,,D,298,,,2993 No Known Device Problem;291577-2-1_3078878-20974-20528,,D,67,,,2993 No Known Device Problem;291577-2-1_3078899-22081-21623,,D, ,,,2993 No Known Device Problem;291577-2-1_3078902-21833-21388,,D,13,,,2993 No Known Device Problem;291577-2-1_3078923-20629-20193,,D, ,,,2993 No Known Device Problem;291577-2-1_3078960-20668-20232,,D,245,,,2993 No Known Device Problem;291577-2-1_3078978-20839-20396,,D,176,,,2993 No Known Device Problem;291577-2-1_3079172-19415-18989,,D,135,,,2993 No Known Device Problem;291577-2-1_3079511-19426-19001,,D,376,,,2993 No Known Device Problem;291577-2-1_3082329-19529-19106,,D,190,,,2993 No Known Device Problem;291577-2-1_3082595-19540-19115,,D,119,,,2993 No Known Device Problem;291577-2-1_3086072-19679-19260,,D,201,,,2993 No Known Device Problem;291577-2-1_3086241-19689-19687,,D,81,,,2993 No Known Device Problem;291577-2-1_3087084-19741-19319,,D,14,,,2993 No Known Device Problem;291577-2-1_3088570-19827-19404,,D,120,,,2993 No Known Device Problem;291577-2-1_3090452-19921-19498,,D,393,,,2993 No Known Device Problem;291577-2-1_3090946-19943-19520,,D, ,,,2993 No Known Device Problem;291577-2-1_3091570-19972-19548,,D,273,,,2993 No Known Device Problem;291577-2-1_3091629-19979-19556,,D, ,,,2993 No Known Device Problem;291577-2-1_3092126-20006-19581,,D,113,,,2993 No Known Device Problem;291577-2-1_3093175-22104-21646,,D,179,,,2993 No Known Device Problem;291577-2-1_3093187-20055-19629,,D,399,,,2993 No Known Device Problem;291577-2-1_3093868-20099-19671,,D,26,,,2993 No Known Device Problem;291577-2-1_3094350-20115-19688,,D,252,,,2993 No Known Device Problem;291577-2-1_3096306-20219-19786,,D,250,,,2993 No Known Device Problem;291577-2-1_3097552-20284-19851,,D,208,,,2993 No Known Device Problem;291577-2-1_3097991-20307-19878,,D,5,,,2993 No Known Device Problem;291577-2-1_3098383-20331-19896,,D,114,,,2993 No Known Device Problem;291577-2-1_3099255-20360-19944,,D,138,,,2993 No Known Device Problem;291577-2-1_3099454-20364-19927,,D, ,,,2993 No Known Device Problem;291577-2-1_3100624-20406-19971,,D,26,,,2993 No Known Device Problem;291577-2-1_3101657-20449-20020,,D,46,,,2993 No Known Device Problem;291577-2-1_3101780-20458-20023,,D,44,,,2993 No Known Device Problem;291577-2-1_3103191-20526-20093,,D,121,,,2993 No Known Device Problem;291577-2-1_3104297-20573-20142,,D,184,,,2993 No Known Device Problem;291577-2-1_3104363-20579-20145,,D,348,,,2993 No Known Device Problem;291577-2-1_3105717-20643-20207,,D,32,,,2993 No Known Device Problem;291577-2-1_3106213-20665-20233,,D,213,,,2993 No Known Device Problem;291577-2-1_3107731-20738-20304,,D, ,,,2993 No Known Device Problem;291577-2-1_3109144-20810-20370,,D,310,,,2993 No Known Device Problem;291577-2-1_3110821-20911-20470,,D, ,,,2993 No Known Device Problem;291577-2-1_3111488-20941-20494,,D,17,,,2993 No Known Device Problem;291577-2-1_3111572-20947-20501,,D, ,,,2993 No Known Device Problem;291577-2-1_3111642-20952-20507,,D,38,,,2993 No Known Device Problem;291577-2-1_3112089-25112-24582,,D,400,,,2993 No Known Device Problem;291577-2-1_3112322-20988-23890,,D,141,,,2993 No Known Device Problem;291577-2-1_3112389-20998-20557,,D,10,,,2993 No Known Device Problem;291577-2-1_3112629-21020-20576,,D,198,,,2993 No Known Device Problem;291577-2-1_3112708-21023-20581,,D,14,,,2993 No Known Device Problem;291577-2-1_3113195-21061-20621,,D,120,,,2993 No Known Device Problem;291577-2-1_3114138-21104-20661,,D,117,,,2993 No Known Device Problem;291577-2-1_3116373-21206-20760,,D,298,,,2993 No Known Device Problem;291577-2-1_3117089-21230-20787,,D,227,,,2993 No Known Device Problem;291577-2-1_3118462-21277-20833,,D,118,,,2993 No Known Device Problem;291577-2-1_3121827-21451-21003,,D,88,,,2993 No Known Device Problem;291577-2-1_3130652-21966-22533,,D,212,,,2993 No Known Device Problem;291577-2-1_3130701-21969-22377,,D,97,,,2993 No Known Device Problem;291577-2-1_3132030-22069-21614,,D,282,,,2993 No Known Device Problem;291577-2-1_3133016-22124-21668,,D,287,,,2993 No Known Device Problem;291577-2-1_3140717-22457-21976,,D,306,,,2993 No Known Device Problem;291577-2-1_3143884-22588-22110,,D,292,,,2993 No Known Device Problem;291577-2-1_3147185-22720-22239,,D,69,,,2993 No Known Device Problem;291577-2-1_3152439-22928-22447,,D,54,,,2993 No Known Device Problem;291577-2-1_3155504-23071-22586,,D,230,,,2993 No Known Device Problem;291577-2-1_3157318-23151-22670,,D,215,,,2993 No Known Device Problem;291577-2-1_3158552-23213-22731,,D,63,,,2993 No Known Device Problem;291577-2-1_3159611-23257-22775,,D,40,,,2993 No Known Device Problem;291577-2-1_3160115-23290-22808,,D,263,,,2993 No Known Device Problem;291577-2-1_3163041-23476-22988,,D,64,,,2993 No Known Device Problem;291577-2-1_3164020-23516-23033,,D,159,,,2993 No Known Device Problem;291577-2-1_3166792-23629-23143,,D,239,,,2993 No Known Device Problem;291577-2-1_3167076-23636-23167,,D,167,,,2993 No Known Device Problem;291577-2-1_3168258-27318-26744,,D,261,,,2993 No Known Device Problem;291577-2-1_3168715-23702-23212,,D,68,,,2993 No Known Device Problem;291577-2-1_3179375-24099-23598,,D,310,,,2993 No Known Device Problem;291577-2-1_3179411-24100-23596,,D, ,,,2993 No Known Device Problem;291577-2-1_3185723-24435-23924,,D,57,,,2993 No Known Device Problem;291577-2-1_3195169-24967-27697,,D,62,,,2993 No Known Device Problem;291577-2-1_3200801-25321-24789,,D,200,,,2993 No Known Device Problem;291577-2-1_3200801-25352-24817,,D,200,,,2993 No Known Device Problem;291577-2-1_3203846-25533-24979,,D,54,,,2993 No Known Device Problem;291577-2-1_3207372-25733-25182,,D, ,,,2993 No Known Device Problem;291577-2-1_3209631-25892-25337,,D,275,,,2993 No Known Device Problem;291577-2-1_3211044-25983-25429,,D,69,,,2993 No Known Device Problem;291577-2-1_3211148-25987-25433,,D,142,,,2993 No Known Device Problem;291577-2-1_3214230-26156-25610,,D,18,,,2993 No Known Device Problem;291577-2-1_3214999-26228-25677,,D,48,,,2993 No Known Device Problem;291577-2-1_3224430-27007-26456,,D,101,,,2993 No Known Device Problem;291577-2-1_3225508-27075-26499,,D,21,,,2993 No Known Device Problem;291577-2-1_3225675-27111-26537,,D,22,,,2993 No Known Device Problem;291577-2-1_3231242-27663-27080,,D,31,,,2993 No Known Device Problem;291577-2-1_3232178-27784-27249,,D,88,,,2993 No Known Device Problem;291577-2-1_3234531-43475-42726,,D,352,,,2993 No Known Device Problem;291577-2-1_3234534-28020-27443,,D,50,,,2993 No Known Device Problem;291577-2-1_3235076-28070-27493,,D,410,,,2993 No Known Device Problem;291577-2-1_3237240-28268-27715,,D,142,,,2993 No Known Device Problem;291577-2-1_3237383-28284-27737,,D,78,,,2993 No Known Device Problem;291577-2-1_3237920-28348-27802,,D,244,,,2993 No Known Device Problem;291577-2-1_3238412-28416-27864,,D,31,,,2993 No Known Device Problem;291577-2-1_3238591-28424-27871,,D,66,,,2993 No Known Device Problem;291577-2-1_3243401-28658-28096,,D,22,,,2993 No Known Device Problem;291577-2-1_3243482-28666-28105,,D,71,,,2993 No Known Device Problem;291577-2-1_3244783-28726-28167,,D,148,,,2993 No Known Device Problem;291577-2-1_3247458-28859-28297,,D,389,,,2993 No Known Device Problem;291577-2-1_3253051-29102-28549,,D,38,,,2993 No Known Device Problem;291577-2-1_3253077-29103-28551,,D,105,,,2993 No Known Device Problem;291577-2-1_3259030-29387-28836,,D,8,,,2993 No Known Device Problem;291577-2-1_3260917-29469-28907,,D,173,,,2993 No Known Device Problem;291577-2-1_3269711-43315-42560,,D,12,,,2993 No Known Device Problem;291577-2-1_3274244-29929-29360,,D,25,,,2993 No Known Device Problem;291577-2-1_3283386-30329-29765,,D,68,,,2993 No Known Device Problem;291577-2-1_3285329-30491-29917,,D,206,,,2993 No Known Device Problem;291577-2-1_3290245-30764-30209,,D,59,,,2993 No Known Device Problem;291577-2-1_3291042-30795-30222,,D,178,,,2993 No Known Device Problem;291577-2-1_3292846-37646-36987,,D,57,,,2993 No Known Device Problem;291577-2-1_3296507-31134-30556,,D, ,,,2993 No Known Device Problem;291577-2-1_3297526-31225-30675,,D,75,,,2993 No Known Device Problem;291577-2-1_3299436-31366-30788,,D,159,,,2993 No Known Device Problem;291577-2-1_3307252-31865-31284,,D,332,,,2993 No Known Device Problem;291577-2-1_3307330-31911-31336,,D,240,,,2993 No Known Device Problem;291577-2-1_3309245-31943-31367,,D,96,,,2993 No Known Device Problem;291577-2-1_3312657-32119-31548,,D,48,,,2993 No Known Device Problem;291577-2-1_3316118-35764-35145,,D,42,,,2993 No Known Device Problem;291577-2-1_3319894-32535-31958,,D,11,,,2993 No Known Device Problem;291577-2-1_3322230-32712-32497,,D,280,,,2993 No Known Device Problem;291577-2-1_3324538-32866-32268,,D,309,,,2993 No Known Device Problem;291577-2-1_3325192-32932-32333,,D,194,,,2993 No Known Device Problem;291577-2-1_3326591-33047-32447,,D,44,,,2993 No Known Device Problem;291577-2-1_3329186-33255-32652,,D,36,,,2993 No Known Device Problem;291577-2-1_3329322-33278-32680,,D,254,,,2993 No Known Device Problem;291577-2-1_3329767-33344-32747,,D,90,,,2993 No Known Device Problem;291577-2-1_3329886-33338-32745,,D,84,,,2993 No Known Device Problem;291577-2-1_3330763-33428-32830,,D,23,,,2993 No Known Device Problem;291577-2-1_3331474-33488-32893,,D,52,,,2993 No Known Device Problem;291577-2-1_3331859-33527-32929,,D,205,,,2993 No Known Device Problem;291577-2-1_3332472-33595-33003,,D,88,,,2993 No Known Device Problem;291577-2-1_3338536-34102-33510,,D,10,,,2993 No Known Device Problem;291577-2-1_3339210-34138-33546,,D,36,,,2993 No Known Device Problem;291577-2-1_3342856-34307-33709,,D,101,,,2993 No Known Device Problem;291577-2-1_3347779-34528-33930,,D,77,,,2993 No Known Device Problem;291577-2-1_3355848-34908-34301,,D,89,,,2993 No Known Device Problem;291577-2-1_3356421-34936-34328,,D,8,,,2993 No Known Device Problem;291577-2-1_3367607-35506-34889,,D,139,,,2993 No Known Device Problem;291577-2-1_3371122-35711-35086,,D,74,,,2993 No Known Device Problem;291577-2-1_3380810-36279-35654,,D,252,,,2993 No Known Device Problem;291577-2-1_3380915-36287-35660,,D,46,,,2993 No Known Device Problem;291577-2-1_3391528-36960-36307,,D,301,,,2993 No Known Device Problem;291577-2-1_3401222-37830-37148,,D,88,,,2993 No Known Device Problem;291577-2-1_3402610-42943-42192,,D,38,,,2993 No Known Device Problem;291577-2-1_3407719-41841-41088,,D,51,,,2993 No Known Device Problem;291577-2-1_3409175-38133-37454,,D,52,,,2993 No Known Device Problem;291577-2-1_3416247-38671-37990,,D,40,,,2993 No Known Device Problem;291577-2-1_3417071-38734-38055,,D,118,,,2993 No Known Device Problem;291577-2-1_3420991-38973-38284,,D,58,,,2993 No Known Device Problem;291577-2-1_3421037-38975-38287,,D,98,,,2993 No Known Device Problem;291577-2-1_3438170-40161-39447,,D,11,,,2993 No Known Device Problem;291577-2-1_3439274-40218-39502,,D,43,,,2993 No Known Device Problem;291577-2-1_3442687-40430-39717,,D,31,,,2993 No Known Device Problem;291577-2-1_3464922-41754-41002,,D,25,,,2993 No Known Device Problem;291577-2-1_3467241-41900-41151,,D,12,,,2993 No Known Device Problem;291577-2-1_3468488-41982-41253,,D,29,,,2993 No Known Device Problem;291577-2-1_3473078-42232-41484,,D,35,,,2993 No Known Device Problem;291577-2-1_3474389-42310-41558,,D,309,,,2993 No Known Device Problem;291577-2-1_3481974-42645-41897,,D,25,,,2993 No Known Device Problem;291577-2-1_3487192-43069-42319,,D,25,,,2993 No Known Device Problem;291577-2-1_3487328-43084-42331,,D,45,,,2993 No Known Device Problem;291577-2-1_3490653-43363-42608,,D,16,,,2993 No Known Device Problem;291577-2-1_3498179-44044-43277,,D,159,,,2993 No Known Device Problem;291577-2-1_3545817-47151-46352,,D,124,,,2993 No Known Device Problem;291577-2-2_2165700-23463-22987,,D,145,,,2993 No Known Device Problem;291577-2-3_3078516-19396-18972,,D,325,,,2993 No Known Device Problem;291577-2-4_3079589-19429-19003,,D,67,,,2993 No Known Device Problem;291577-2-5_3089986-23214-22732,,D,55,,,2993 No Known Device Problem;291577-2-6_3096858-20244-19810,,D,24,,,2993 No Known Device Problem;291577-2-7_3118617-21284-20841,,D,81,,,2993 No Known Device Problem;291577-2-8_3123647-21577-21129,,D, ,,,2993 No Known Device Problem;291577-2-9_3136542-32877-32281,,D,36,,,2993 No Known Device Problem;291577-2-10_3190995-24735-24214,,D,116,,,2993 No Known Device Problem;291577-2-11_3194995-31041-30459,,D,179,,,2993 No Known Device Problem;291577-2-12_3206765-25690-25142,,D,53,,,2993 No Known Device Problem;291577-2-13_3207527-25748-25189,,D,388,,,2993 No Known Device Problem;291577-2-14_3207527-25752-25196,,D,388,,,2993 No Known Device Problem;291577-2-15_3213147-26095-25540,,D, ,,,2993 No Known Device Problem;291577-2-16_3221112-32395-31822,,D,39,,,2993 No Known Device Problem;291577-2-17_3248323-33353-32754,,D,103,,,2993 No Known Device Problem;291577-2-18_3323220-32774-32173,,D,30,,,2993 No Known Device Problem;291577-2-19_3363893-35305-34698,,D,80,,,2993 No Known Device Problem;291577-2-20_3368514-35554-34937,,D, ,,,2993 No Known Device Problem;291577-2-21_3485206-42908-42154,,D,41,,,2993 No Known Device Problem;291577-2-22_3082135-19521-19097,,D,24,,,2993 No Known Device Problem;291577-2-23_3392121-37018-36362,,D,28,,,2993 No Known Device Problem